Event description:
It was reported that the atrial lead exhibited no capture at 7.5 v, 1.5 ms. An x-ray confirmed that the lead was not dislodged. The pulse generator was reprogrammed to vvi mode. The patient would be followed-up in one month.